Event description:
It was reported by the rep the device was used in a lobectomy. It was reported that the surgeon is very familiar with instrument. Four different instruments were opened to complete this case. Dr said the original firing always worked fine. Then on either the second or third firing he could not get the white handle to click down, even on very thin tissue. On one stapler he tried to hold down the white handle and fire the black handle. He said the tissue on the pt was not abnormally thick. He was using the stapler to take lung wedges for biopsies and to complete the fissure. There was approx 100 - 200 cc additional blood loss and or time was extended by 30-40 minutes.